Event description:
Patient reported right side "implant has gone down, less fluid in them, wrinkled or something." Patient additionally reported "hair loss, memory problems, problems with concentration, anxiety, irritable, night sweats, blackout spells, extremities stay cold, toenail keeps falling off, vaginal yeast infections, utis, dysautonomia, hypotension, ibs, heart problems, palpitations, bradycardia, and skin itches;" these events are not related to the device. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  In response to FDA report number: (B)(4). Corrected data: d.6., g.1., g.3.

Manufacturer narrative:
Reason for reoperation due to "implant has gone down, less fluid in them." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "implant has gone down, less fluid in them, wrinkled or something." Patient additionally reported "hair loss, memory problems, problems with concentration, anxiety, irritable, night sweats, blackout spells, extremities stay cold, toenail keeps falling off, vaginal yeast infections, utis, dysautonomia, hypotension, ibs, heart problems, palpitations, bradycardia, and skin itches;" these events are not related to the device. Device remains implanted.